Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy bleeding with blood clots') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), alopecia areata ("hair loss/ bald spot") and menstruation irregular ("irregular periods") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (removal of essure device). Essure was removed. At the time of the report, the alopecia areata outcome was unknown. The reporter considered alopecia areata, hormone level abnormal, menorrhagia and menstruation irregular to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case, added event heavy bleeding with blood clots, irregular periods and hormonal imbalance. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy bleding with blood clots') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), alopecia areata ("hair loss/ bald spot") and menstruation irregular ("irregular periods") and was found to have hormone level abnormal ("harmonal imbalance"). The patient was treated with surgery (removal of essure device). Essure was removed. At the time of the report, the alopecia areata outcome was unknown. The reporter considered alopecia areata, hormone level abnormal, menorrhagia and menstruation irregular to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.